Manufacturer narrative:
(B)(4). Date of event: the exact date of event was not provided however it was stated that the date of event was around (B)(6) 2016 therefore this date was entered. (B)(6). Customer did not request for a field service specialist visit to the site. Only an accessory exchange was requested. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported defective isolation with an ellips fx handpiece. The account withdraw the handpiece from use after initial checkouts after sterilization, prior to surgeries. Through follow ups, it was learned that no wires were frayed, only there was extensive isolation dislocation from breakpoint. It was noted that wires have intact inner isolation, therefore, wires could not cause an electrical surge and that currently handpiece is not in use.